Event description:
During set-up, the bowl of the wash set was making noise. The wash set wash changed out prior to use.

Manufacturer narrative:
H3) the wash set involved in this incident was returned by the customer for eval.; however, prior to completing the eval of this returned unit, the MFR became aware of an incident as described under g4 above. H6) the wash set involved in this issue was returned and visually inspected. The inspection confirmed the presence of debris. However, the conclusion is based on eval of wash sets in a bracket that included this lot. That eval included performance testing and revealed that if the bowl cannot be inserted in accordance with the instructions for use, there is a risk that the bowl's rotating seal area could deteriorate during centrifuging, releasing particulate into the processed blood. The loading of wash sets from this bracket of product can be more difficult due to a mfg process error that resulted in a slight deformation in the mounting ring on the bowl bottom. The process error has subsequently been corrected by the MFR.